Event description:
It was reported to baxter (B)(4) that a colleague infusion pump shocked a doctor when the panel lockout button was pressed during set-up. No patient injury or medical intervention was reported. The software version of this device is 5.07.00 which is classified as unremediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation did not confirm the reported condition of an electrical shock when the panel lockout button was pressed, and the root cause could not be determined. No repairs were performed for the reported condition. A follow up report will be submitted if additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.